Event description:
It was reported that the rv lead was capped due to inappropriate shocks caused by oversensing of noise. The lead impedance had also jumped from 600 to 2000 ohms. No further patient complications were reported as a result of this event.